Manufacturer narrative:
Discarded by user facility.

Event description:
It was reported that the universal nakagawa serrated knife was being used in a lefort procedure when the tip of the knife was observed to break off while cutting the mandible. It was confirmed that no fragments of the device fell into the surgical site. The procedure was completed successfully with the use of a back up device. There were no patient or user injuries, and no adverse consequences.